Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: the event description mentions "the hospital claimed that it is potential serious injury to patient due to poor anastomosis". Was there an anastomotic leak? If so, how was it repaired? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No feedback from customer, so no additional information could be provided.

Event description:
It was reported from customer that during a lobectomy procedure part of staples could not deploy during the surgery. Changed another device to complete the surgery. The hospital claimed that it is potential serious injury to patient due to poor anastomosis. Patient consequences were not reported. No additional information could be provided.